Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date:2017/9/27. No repair history. The reported phenomenon was not duplicated. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. It is presumed that foreign substances have adhered to the electrical contact of the connector because the user connected the video connector receiver to the connector under foreign substances (chemical residue, water dirt, sebum dirt, dust, gauze fluff, etc.) Adhered condition. As a result, the electrical contact of the connector becomes unstable, it has interfered with the image transmission and communication of the scope and the video processor, it is assumed that the image of the subject device was not displayed and a communication error has occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the image of the subject device was not displayed occasionally and the scope communication error occurred. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.